Event description:
The customer reported having issues with the insulin pump. He stated that his blood glucose was high the night before and had changed the infusion set. Then the customer woke up with over 600mg/dl; he changed the site and the infusion set again as well he treated with insulin. He woke up later and his glucose level was still high. The customer took an injection, but his sugar was still over 600mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a high pressure test and the device did not alarm no delivery. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional test. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.